Event description:
A report was received that the patient was having pain at the ipg site due to its location. The patient underwent a pocket revision procedure and was reportedly doing well postoperatively.